Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with diaphragmatic stimulation from the right atrial lead that was reproducible. The patient indicated it had been happening for a while. It was noted that the patient had chronic atrial fibrillation. The physician opted to utilize the atrial port of the device for an additional right ventricular lead dedicated to pacing and sensing. The atrial lead was capped and replaced with a right ventricular lead on (B)(6) 2020. The patient was in stable condition.